Manufacturer narrative:
During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received.

Event description:
Procedure: unk. Reportedly, the bag was applied and the surgeon advanced plunger of the endocatch bag. The metal ring was already detached from bag. Two other devices were applied and both failed in the same manner. The surgeon then made an incision into the cyst and drained it using a surgiwand. The cyst was then removed using an endocatch gold 10mm. There were no reported adverse affects to the pt.